Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure when the surgeon pressed with a snap and pushed the plunger, the iol kept moving even after the surgeon released his finger. The surgery was performed and completed after replacing the product with another one. Additional information has been requested.

Manufacturer narrative:
Upon further review of the initial information following the initial report submission it was identified that the reported event of iol kept moving even after releasing finger was observed before surgery. Therefore, the reported event does not meet criteria as a device malfunction reporting per applicable regulations. The manufacturer internal reference number is: (B)(4).